Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma late and wound dehiscence. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿pain accompanied by swelling and burning in the right breast¿, ¿300 ml of fluid from my right breast was evacuated¿, ¿fluid began to flow as the incision widened¿, ¿a lot of fluid starts again outside the drainage, the patient experienced muscle pain and fever of 38 degrees¿, and ¿fluid is flowing again outside the drainage¿. Device remains implanted. This case relates to the right side.